Event description:
A nurse reported multiple cases of tass (toxic anterior segment syndrome) during the last three to four months. No patient identifiers were provided. The nurse indicated it is unknown what may have caused or contributed to the events. She reported additives were introduced in the bss (balanced salt solution) bottles during some of the procedures. A company representative consulted with the nurse at the site and discussed common causes of tass and recommendations. Additional patient information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).